Event description:
The complaint received states that this (B)(4) study patient experienced mi peri-index procedure and approximately 15 months post index suffered a non-q wave mi and coronary restenosis. The index procedure, (B)(6) 2009, was performed secondary to chest pain and positive functional ischemia study. Angiography revealed two 85% stenosis; one in the proximal lad and the second in the mid lad. The proximal lesion was treated with one cypher stent without report of difficulty. The mid lad lesion was treated with two cypher stents, implanted with overlap for lesion coverage. The site reported 0% residual stenosis, no dissection and timi grade 3 flow. The cardiac enzymes following the procedure were not elevated. The patient reported having chest pain after the procedure. It has been reported that the patient had exacerbation of congestive heart failure associated with angina post procedure. The patient was discharged on dual antiplatelet medication regimen. There was no specific treatment reported. No angiography was performed. Approximately 15 months post index procedure, the patient was admitted with atrial flutter, exacerbation of chf and possible acute mi. Dual antiplatelet therapy was ongoing. The cardiac enzymes revealed a significant elevation above baseline; however, the ECG was non-determinant. Echo reported severe left ventricular systolic dysfunction with the lvef 25 - 30%. Chest CT noted bilateral infiltrates probably related to edema. The site reported an event of non-q wave mi with no evidence for stent thrombosis. Angiography was performed that revealed a discrete 100% mid lad lesion. The lima, cx, ramus and rca were noted to be angiographically normal. Ptca was attempted on the chronic total occlusion; however, guidewire placement was unsuccessful and attempts were stopped. The exact location in relation to the three study stents was not reported; however, the less than 5 mm distance for restenosis cannot be dissociated.

Manufacturer narrative:
Medical management was recommended and the patient referred to an electrophysiologist for possible ICD implantation for chf therapy. The study stents remain implanted, and thus are unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15012008 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Diabetes and smoking. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion, procedural and patient issues may have contributed to the reported events. This is one of three products used during the same procedural setting. Please reference MFR report #s 3003742446-2011-00447, 00448, and 00449.

Manufacturer narrative:
Addendum: additional information received indicated that the patient experienced sudden death. No autopsy was performed/no death certificate was obtained. The event was reported to be unrelated to the study devices/procedure. It is not known if the death was cardiac or non-cardiac. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of three products used during the same procedural setting. Please reference MFR. Report #s 3003742446-2011-00447, 00448, and 00449.

Manufacturer narrative:
Please note that the alert date was corrected to (B)(4) 2012.

Manufacturer narrative:
Although these events were reported in the initial MDR, this updated MDR is to clarify that the date of the myocardial infarction and restenosis that occurred 15 month after the index procedure was (B)(6) 2011. This is one of three products used during the same procedural setting. Please reference MFR. Report #s 3003742446-2011-00447, 00448, and 00449.

Manufacturer narrative:
Updated cc: the complaint received states that this (B)(4) study patient experienced mi peri-index procedure and approximately (B)(6) months post index, suffered a non-q wave mi and coronary restenosis. Further, approximately (B)(6) years post index procedure, the patient had sudden death. This was a (B)(6) female with medical history including diabetes mellitus (type ii), myocardial infarction, smoking (current), hyperlipidemia and hypertension. The index procedure, (B)(6) 2009, was performed secondary to chest pain and positive functional ischemia study. Angiography revealed two 85% stenosis; one in the proximal lad and the second in the mid lad. The proximal lesion was treated with one (B)(4) study stent without report of difficulty. The mid lad lesion was treated with two (B)(4) study stents, implanted with overlap for lesion coverage. The site reported 0% residual stenosis, no dissection and timi grade 3 flow. The troponin level was slightly elevated after the index procedure at 0.16 (uln 0.03), but there were no symptoms or cardiac events reported. The patient reported having chest pain after the procedure. It has been reported that the patient had exacerbation of congestive heart failure associated with angina post procedure. The patient was discharged on dual antiplatelet medication regimen. There was no specific treatment reported. No angiography was performed. Approximately (B)(6) months post index procedure, the patient was admitted with atrial flutter, exacerbation of chf and possible acute mi. Dual antiplatelet therapy was ongoing. The cardiac enzymes revealed a significant elevation above baseline; however, the ECG was non-determinant. Echo reported severe left ventricular systolic dysfunction with the lvef 25 - 30%. Chest CT noted bilateral infiltrates probably related to edema. The site reported an event of non-q wave mi with no evidence for stent thrombosis. Angiography was performed that revealed a discrete 100% mid lad lesion. The lima, cx, ramus and rca were noted to be angiographically normal. Ptca was attempted on the chronic total occlusion; however, guidewire placement was unsuccessful and attempts were stopped. The exact location in relation to the three study stents was not reported; however, the less than 5 mm distance for restenosis cannot be dissociated. Medical management was recommended and the patient referred to an electrophysiologist for possible ICD implantation for chf therapy. The patient experienced stable angina at the time of the 18 month follow-up visit, but there was to testing or treatment for the angina. Approximately (B)(6) months after the index procedure, the patient experienced respiratory distress related to chf. The event was medically managed and was not considered to be related to the study stents. Report was received states that in (B)(6) 2012, the patient suffered sudden death. No autopsy was performed/no death certificate was obtained. The event was reported to be unrelated to the study devices/procedure. It is not known if the death was cardiac or non-cardiac. To date no further information has been available. The study stents remain implanted, and thus are unavailable for analysis. (B)(4): the DHR review was extended to the stent coating site. The investigation revealed that no nonconformances were issued during the coating process, and that no anomalies were found for the lot involved. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15012008 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from (B)(4) from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Diabetes and smoking. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion, procedural and patient issues may have contributed to the reported events. Death, from ischemic heart disease, is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death. This is one of three products used during the same procedural setting. Please reference MFR. Report #s 3003742446-2011-00447, 00448, and 00449.